Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not reported.